Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal harness on universal surgical manipulator (usm) 2 to resolve the reported issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause of this complaint was attributed to a sensor failure resulting in an excessive error between the primary and secondary setup joint (suj) readings. This error led to the system entering a recoverable soft-lock mode, with the affected arm being placed in a locked state.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, it was stated they were getting repeated recoverable errors on universal surgical manipulator (usm) 2. The customer stated they have a 23072 error and the error would not recover. Further, it was stated they have a message to disable usm 2. A technical support engineer (tse) viewed system logs and confirmed the 23072 error on set-up joint 2. Tse recommended performing a hard reboot or disabling usm 2 and using usms 1-3-4 (arm 4 currently was not being used-or draped). The customer opted to try a hard reboot on the system, and when the system powered back on the 23072-error returned. Customer then disabled usm 2 and brought in usm 4. Customer was proceeding with arms 1-3-4. The procedure was completed with no reported injury.